Event description:
A (B)(6) advia centaur (B)(6) result was obtained on a pt sample when compared to other (B)(6) test methods and test results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur (B)(6) sample result is unk. There were no other discordant (B)(6) results reported by the customer. There is insufficient sample available for further investigation. No further evaluation of the device is required.